Manufacturer narrative:
Procedural media was reviewed by a bsc quality engineer and found to be consistent with the reported event. The media received for evaluation contained two still images and two video recordings from a transcatheter aortic valve implantation. The first video showed the valve locked in the annulus with a contrast dye shot. The locked valve appeared to be high relative to the annulus at the left coronary side giving a limited waist. The limited waist and the high placement could have contributed to the reported event. In the second video provided for review the valve had embolized from the annulus. The sheathing aids at the left coronary side were still attached at the beginning of the video and were then fully withdrawn. The final image provided for review showed a non-bsc valve in the annulus and the lotus edge valve at the descending aorta.

Event description:
It was reported that a lotus edge valve embolized. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. Vascular access was transfemoral. A 25mm lotus edge valve was deployed in the patient. There level of waist on the valve was mild. During the final stage of valve release, while attempting to remove the sheathing aids, the valve lost contact with the annulus and embolized. The sheathing aids released after the valve was out of the annulus. The dislodged valve was moved to the descending aorta, where it remains, and a 26mm non-bsc valve was passed through it and successfully implanted in the aortic annulus. No patient harm occurred during the procedure, and the patient was reportedly doing fine post-procedure. It was further reported that the annulus diameter measured 23.1 - 24.1mm. The degree of calcification of the native valve was considered to be mild to moderate.

Event description:
It was reported that a lotus edge valve embolized. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. Vascular access was transfemoral. A 25 mm lotus edge valve was deployed in the patient. There level of waist on the valve was mild. During the final stage of valve release, while attempting to remove the sheathing aids, the valve lost contact with the annulus and embolized. The sheathing aids released after the valve was out of the annulus. The dislodged valve was moved to the descending aorta, where it remains, and a 26 mm non-bsc valve was passed through it and successfully implanted in the aortic annulus. No patient harm occurred during the procedure, and the patient was reportedly doing fine post-procedure.